Event description:
Additional information received from the healthcare provider (hcp) reported they discharged the consumer from physical therapy since their symptoms were atypical as the consumer¿s leg was jumping all over. The consumer would have symptoms one day, and not the next, but they couldn¿t confirm if therapy was on or off. The hcp redirected the consumer to their implanting physician to confirm the implantable neurostimulator (ins) was working properly before seeing them again.

Event description:
A consumer implanted for spinal pain reported that in the (B)(6) of 2015 it started that when it rained or snowed they experienced a lot of problems with their legs, pain in the lower back and knees, and they weren't able to move/walk. The reason for the implant was to cover the lower back, right leg, and up the left knee. An x-ray had already been performed which showed some moderate arthritis. The consumer's therapist thought something may be wrong with the device however, they didn't work the device. The consumer was scheduled for an MRI for their lower back/legs and didn't know if it was an issue with the implant or not.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer had recently been having atypical symptoms in their legs and back, and there was concern for potential malfunction of the unit. The consumer had been in contact with their primary healthcare provider (hcp), as well as working in physical therapy to address these issues; however, they hadn¿t been resolved. A request was made to meet with the manufacturer¿s representative (rep) in the presenceof the primary care physician to ¿create a safe plan of care moving forward.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.